Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported the left side "is flat". Device remains implanted.

Manufacturer narrative:
A further investigation was performed for the workmanship issue noted during the device analysis. The review of the documentation associated with the manufacturing process indicates that all devices with this work order were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, an air void was found between shell and valve which is not related to the reported complaint. The issue with air voids will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Patient reported the left side "is flat". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening linear in anterior side, creases flat on implant and brown particles in fill channel. A leak test was performed which identified one opening on the device. Microscopic analysis was performed which identified: one opening linear in anterior side displayed striated edge consistent with the use of a surgical tool; and a void on valve side above specification per (B)(4). A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment is: one opening due to surgical damage. Void on valve side above specification, however it is not related to reported event. Device analysis has concluded and a further investigation has been initiated. A supplemental mw will be submitted to provide the results of that investigation.

Event description:
Device has been explanted.